Event description:
It was reported that a balloon rupture occurred. A 4.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for a percutaneous coronary intervention (pci). During the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications.